Manufacturer narrative:
Pump interrogation revealed the infusing dose was 3.249 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was doing well, and a pump was not re-implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10mg/ml at 3.42ml/day via intrathecal drug delivery pump for an unknown indication of use. It was reported that the patient experienced an audible critical pump alarm on (B)(6) 2017 every 10-15 minutes. The pump was interrogated on (B)(6) 2017 and showed a motor stall. No motor stall recovery was noted. The hcp attempted updating the pump to reset it, but that was not working. When aspirated, 2ml more was removed from the pump than expected, but the hcp indicated that this was not unusual as the patient was half way through a refill cycle. A roller study was attempted on (B)(6) 201, but was not able to be done as the pump was still stalled. It was reported that if there was no difference in the pump on (B)(6) 2017 then a pump revision would be completed asap. The next listed date is (B)(6) 2017. There were no reported patient symptoms initially. However, it was later reported that the patient experienced withdrawal and an exacerbation of functional symptoms. As of (B)(6) 2017 there was no planned date but explantation was considered. The patient was doing better now, the pain relief was satisfactory (not intrathecal route). The return of the device was reported as ¿eventually¿. The implant date, (B)(6) 2013, was estimated with year valid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pump had a motor stall occur due to unknown reasons and would not restart. The event date was noted as (B)(6) 2017. The pump was explanted on (B)(6) 2017 and would not be replaced. Troubleshooting included interrogation of the pump. It was noted the issue was not resolved. It was also reported the catheter was explanted on the same date, but all was fine with the catheter. The patient status was alive; no injury. The pump would be returned. No further complications were reported or anticipated.